Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured between the dates 07/17/2014 and 07/22/2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vial-mate leaked during reconstitution of ceftriaxone from a vial. This occurred before patient use. There was no patient involvement. No additional information is available. This is report 3 of 11.